Event description:
As reported, with regards to a 23 mm sapien s3 valve implanted in the mitral position. Patient's gradients were high and a percutaneous mitral valvuloplasty was done.

Manufacturer narrative:
Investigation is ongoing device remains implanted.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. The reported event did not provide details about the impacted lot therefore, no device history record (DHR) review or a lot history review was performed. There was no device returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. The complaint for postimplantation increased gradients was unable to be confirmed therefore a complaint history was not performed. The IFU for commander delivery system with s3 was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for post implantation increased gradients was unable to be confirmed as no medical records were provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, a 23 mm sapien s3 valve implanted in the mitral position. Patients gradients were high and a mitral valvuloplasty was performed. Based on the limited information provided, the root cause for the increased gradients could not be determined but may be related to the patients comorbidities and/or progression of the preexisting valvular disease process. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required